Event description:
It was reported that during treatment the device was not delivering therapy, suction was not working. Error code 808a appeared. Backup was available to continue with the treatment, no patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed the back case is broken. The functional evaluation confirmed the error code which prevented the device from suctioning. We have established a relationship between the event reported and the device. The root cause was determined as a circuit board failure. Internal contamination prevented further servicing. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.